Manufacturer narrative:
Sections with additional information as of 08-feb-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ frequent thirst, excessive urination, blurry vision and excessive hunger. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). During the call, a blood test was performed by the customer and produced test result of 357 mg/dl using the meter; it was not disclosed if result was fasting or non-fasting, but customer was satisfied with the result obtained stating it was accurate. At the time of the call the customer reported symptoms of frequent thirst, excessive urination, blurry vision and excessive hunger; medical attention was not needed at the time. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/19/2021 and open vial date is (B)(6) 2020.